Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed (B)(6) at the site of a pre-existing incision. The patient's nurse reported that the patient had been wearing the same garment for almost 2 months and considered the lack of garment change as a contributing factor to the infection. The distributor support services confirmed that a second garment was sent to the patient's home. However, it was noted that the patient had not returned home since being fit with the lifevest. The patient reportedly had to undergo procedures to open the patient's sternum to clean out the infection. The patient's physician removed the lifevest until the infection is completely cleared.